Manufacturer narrative:
The product was not returned for eval. The reported hazard alarm is a safety feature not considered malfunction. We are unable to determine if any product malfunction or the product condition could have contributed to the reported hyperglycemia and the med treatment provided by the emt. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported at 9:26 am, there was a pod hazard alarm while she was at the stadium and she did not have any extra pods or syringes with her at the time but did have some insulin. Her blood glucose reached 393 mg/dl and she was able to find the emergency med tech at the stadium who provided her with a syringe and she gave herself a manual injection of 5.0 units of insulin. She was feeling nauseous and was throwing up so the emt gave her anti-nausea pill and they also advised her to go to the emergency room but she declined.